Event description:
A cracked and shattered touchscreen pump was reported, leaving the device unresponsive and illegible due to it being dropped. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and advised the caller on necessary actions for returning the damaged pump. The customer received instructions on programming settings into the new pump and connecting their cgm, with acknowledgment of guidance on storage mode and a deadline to avoid billing. The replacement pump included updated software, which the customer acknowledged. Customer will continue to use current pump.